Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5072823) on 27-oct-2017. The most recent information was received on 14-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. 922613) inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral fallopian tube/essure removal performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, nausea and weight decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, nausea, pelvic pain and weight decreased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5072823) on 27-oct-2017. The most recent information was received on 16-jun-2018. Quality-safety evaluation of ptc: unable to confirm complaint: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. 922613) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral fallopian tube/essure removal performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, nausea and weight decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, nausea, pelvic pain and weight decreased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (reference number: mw5072823) on 27-oct-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(4), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy and essure removal ). Essure was removed on (B)(6). At the time of the report, the pelvic pain, abdominal pain, nausea and weight decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, nausea, pelvic pain and weight decreased with essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.